Event description:
It was reported that the home patient (hp) felt overfill during dwell one on the home choice (hc). The home patient (hp) stated that the last fill volume (lfv) was changed from 2000ml to 0ml. The hp stated the initial drain alarm (ida) was changed to 0ml as well. The hp stated the initial drain ended within a couple of minutes and then switched to fill one. The technical service representative (tsr) had the hp stop the dwell and started a manual drain. The drain volume (dv) equaled 5190ml and the fill volume (fv) equaled 2800ml. The tsr arrange a return of the device and discussed the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice machine was returned and analyzed. The reported issue was confirmed in the event history log. The device passed rite (returned instrument test evaluation) electrical and functional testing. No abnormalities were identified during internal/external inspection. The pneumatic system was determined to be working to specifications. A short simulated therapy was performed successfully. The device met specifications. The cause of the increased intra peritoneal volume (iipv) event was determined to be a false empty detect and a use error. The initial drain alarm setting was inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide warns that setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.